Event description:
It was reported that during the pre-use check, leakage of air from the cuff was detected. No patient injury or adverse affects. No additional information is available for this complaint.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Photos received: six photos were included in agile attachments for evaluation; photos showed a damage on tip of the tube. Samples received: two samples were received in used conditions without original package. Visual inspection results: no defects were found. Leak testing: the returned samples were connected to a machine to identify any leak. Results: leakage was detected, the complaint was confirmed. Customer complaint notification was performed on (B)(6) 2022 to personnel to aware the reported failure mode. The cause of the reported problem was traced to the manufacturing process. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.